Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the keypad cover was torn. The keypad buttons were normally responsive. The keypad cover was removed and contamination was found under the contrast, up and down arrow keypad buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive, and the keypad cover was missing and punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.